Event description:
An altitude alarm 21 was reported for the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received tips for preventing altitude alarms from technical support and acknowledged them. The customer was able to resume insulin delivery with the original cartridge, and there was no need for a replacement.